Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative reactions of samples taken from a sickle cell patient with seraclone anti-jk(b). The customer reported that the patient samples were treated with hypotonic saline. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false negative reaction. Therefore our quality control laboratory tested the retained seraclone anti-jk(b) sample with different jka+b+ red blood cells. All positive reactions were correct. We did not observe any false negative reaction. The potency of the retained sample was also tested. The required minimum titer was exceeded. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(b) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.